Event description:
It was reported that the 2600 system would not fluoro or save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The scsi controller and drive were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B)(4).